Manufacturer narrative:
This report is filed may 18, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery. This report is submitted on may 05, 2017.